Event description:
It was reported that during an unknown procedure, there were malformed staples. 1st reload: the staples are malformed. The next three reloads worked properly, without issues. Last reload used (5th): the staple line is incomplete, a part of the tissues remained open. The surgeon performed manual suture. Surgery was prolonged. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where is the staple line were the malformed staples? Were is the staple line were the staples missing? On what tissue type was the device used? At what location on the tissue? Echelon straight/flex: during which stroke did the event occur? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? How long was the procedure pro-longed?

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with five cartridges reloads present. The cartridges reloads were received fully fired and in good condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.